Event description:
It was reported that the impactor device was broken and did not fire properly or at all despite multiple battery connection attempts. During in-house engineering evaluation the impactor device was visually and functionally assessed and determined to operate with low power. It was observed that the device anvil automatically extended when manually retracted due to trapped internal pressure from failing seals, allowing fluid ingress inside the unit which damaged internal components. It was further determined that the device failed pretest for impactor operation assessment. It was not reported if the device was used in surgery, or if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the it was further determined that the it was further determined that the device failed pretest for therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device did not fire or at all despite multiple battery connection attempts was not confirmed. Therefore an assignable root causee was not determined. However during evaluation it was determined that the device had unintended activation/motion. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).